Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Customer added insulin to the cartridge and loaded it successfully. The customer¿s blood glucose level was 600 mg/dl which was addressed with a manual injection. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin.